Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio2 inr: 2.0; laboratory inr: 2.6. Therapeutic range 2.5 - 3.5. The time between testing was approx twenty (20) minutes. Reportedly, the finger was "milked" after the finger stick and multiple drops of blood was applied to the sample well. In addition, the sample was not immediately applied to the sample well. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.